Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 roller pump module and console. The control display module is a component of this system. The 510(k) number for the s3 roller pump module and console is k950990. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed by sorin group (B) (4) on behalf of sorin group (B) (4). (B) (4) the perfusionist reported that most of the holders of the circuit board in the control display module (cdm) are broken. The perfusionist further alleges that this module was likely cause for the stoppage of the arterial pump during a case. The cdm was replaced. The module was returned to sorin group (B) (4) for evaluation, where the holder breakage was confirmed. The cause of the failure was the material use for the holders, which was replaced with a more appropriate material.

Event description:
The perfusionist reported that most of the holders of the circuit board in the control display module (cdm) are broken. The perfusionist further alleges that this module was the likely cause for the stoppage of the arterial pump during a case.